Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels since the middle of (B)(6) 2014. Patient stated his blood glucose level was 350 mg/dl; took correction via the pump. Patient reported getting his blood glucose level under control by himself. Patient alleges the pump did not deliver correct insulin. Patient disposed of the accessories. No adverse event reported. Requested return of the alleged pump for evaluation.